Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 8 pm for a high blood glucose levels the customer's blood glucose level was 258 mg/dl during the time of the call. The customer was treated with insulin shots. The customers declined troubleshooting the issue. The customer stated that their insulin pump failed them. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Pump passed functional test including prime/a33, displacement, rewind, basic occlusion and excessive no delivery alarm tests.